Event description:
Technician alleged that the bed scale was not working.

Manufacturer narrative:
Technician found that the footboard connectors showed signs of fluid ingress. He cleaned the footboard connector and the bed functioned properly. The bed was found out of service in a storage area and there were no alleged injuries.